Event description:
During a coronary drug eluting stenting treatment procedure stent damage occurred. In june 2005 the physician found it difficult to cross the lesion with the taxus express2 3.5 x 20 mm drug eluting stent. It was noted that the stent struts were twisted. The procedure was successfully completed with another of the same device. There were no reported patient complications.